Event description:
While doing an arthroscopic rotator cuff repair, [the surgeon] broke the tip off the expressew needle and it fell into the pt. The tip was found and removed from the pt with no adverse affects.